Manufacturer narrative:
Manufactures investigation conclusion: the pump was not explanted after the patient¿s expiration and was therefore not available for evaluation. A correlation between the device and the reported event could not be conclusively determined. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. Death is listed in the hmii IFU as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired on (B)(6) 2020 due to vasoplegia. There were no reported device issues or malfunctions that could have contributed to the patient outcome. It was reported the device operated as intended. The device will not be returned for evaluation. No additional information was provided.